Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance and high pacing threshold measurements a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. The lead was severed 153 millimeters (mm) from the terminal pin, 2 segments were returned for a total length of 638 mm. There appeared to be a missing segment of the lead. Visual inspection found dried blood/tissue around the helix. Tears in the insulation were noted and there were stretched/deformed conductor coils 13 to 25 mm from the lead tip. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.